Event description:
It was reported the patient was expected to have his spectra penile prosthesis replaced due to a "broken prosthesis." No patient complications were reported in relation to this event.